Event description:
It was reported that the customer was hospitalized. Nurse called to find out how to turn the insulin pump off. It was unknown at the time of the call if the hospitalization was related to diabetes or insulin pump therapy. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.